Manufacturer narrative:
Upon investigation of the actual device used in this incident the logs confirmed that there was a log in error related to the account already being locked. The device was rebooted, and the user was able to access the device without issues. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system locked out a user from the system, preventing user access to medication, during a procedure. The user obtained the required medication from a source outside the device. The name of the affected procedure was not released, and a 10-minute delay was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b3, d9, e2, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device logs confirmed that there was a log in error related to the account already being locked, bogus locked account preventing user login the technical support specialist advised customer to work with hospital it to resolve this issue and did necessary changes to resolve the issue. The device was rebooted, and the user was able to access the device without issues. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system locked out a user from the system, preventing user access to medication, during a procedure. The user obtained the required medication from a source outside the device. The name of the affected procedure was not released, and a 10-minute delay was reported. There were no adverse events or injuries reported based on this event.